Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The pressure transducer printed circuit boards (pcbs) and expiratory channel pcb were found defective and replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use. The received logs confirmed the reported problem at date of the event. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer pcb may lead to high pressure. The replaced parts requested for further investigation but were not returned by the customer. The root cause for the defective parts could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's pressure transducer printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.